Manufacturer narrative:
The company rep examined the system, confirmed system message 'vent valve failed closed', found the solenoid spacer to be sticking and replaced the spacer. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A customer reported during a procedure, a system message displayed and the unit stopped working. The system was switched out to complete the case without pt harm. Additional info has been requested.